Manufacturer narrative:
Device evaluated by MFR: the returned device was attached to an encore inflation unit and positive pressure was applied. A balloon pinhole leak was identified 3mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. The balloon was also unfolded which indicated it had been subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 6.0mm x 40mm mustang¿ balloon catheter was advanced to dilate the lesion. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 6.0mm x 40mm mustang¿ balloon catheter was advanced to dilate the lesion. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.